Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve frame did not appear to expand as expected. Subsequently, a post-implant balloon aortic valvuloplasty was performed. As the balloon was withdrawn, it caught on the valve frame and the valve dislodged. A second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.